Event description:
The surgeon was about to implant a silicone lens with model aa4204vl but noted damage to the lens prior to implantation. No patient contact. It is unknow if the device malfunctioned.